Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 27-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C06523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included miscarriage in 2012. No adenomyosis or leiomyomata. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included menses irregular, tobacco abuse, urinary incontinence, ovarian cyst and dehydration. Concomitant products included ibuprofen, nuvaring, oxycocet (percocet) and vicodin (norco). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced complication associated with device ("device complications"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain") and procedural pain ("complication at time of insertion : very unlikely any complications, mild cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the complication associated with device, vaginal haemorrhage, dysmenorrhoea, bladder disorder, urinary tract disorder and procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, complication associated with device, dysmenorrhoea, menorrhagia, pelvic pain, procedural pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: essure visible. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event: "complication at time of insertion : very unlikely any complications, mild cramping" added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C06523) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included chronic back pain, menses irregular, tobacco abuse and urinary incontinence. Concomitant products included ibuprofen, nuvaring, oxycocet (percocet) and vicodin (norco). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and complication associated with device ("device complications"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had not resolved and the complication associated with device outcome was unknown. The reporter considered complication associated with device and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet- all relevant medical history,concurrent condition were added. Event medical device removal was deleted; events device monitoring procedure not performed and pelvic pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C06523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included miscarriage in 2012. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included menses irregular, tobacco abuse and urinary incontinence. Concomitant products included ibuprofen, nuvaring, oxycocet (percocet) and vicodin (norco). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced complication associated with device ("device complications"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the complication associated with device, vaginal haemorrhage, dysmenorrhoea, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, complication associated with device, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: essure visible. Most recent follow-up information incorporated above includes: on 22-may-2018: events abnormal bleeding (vaginal), menorrhagia, bladder problem, urinary problems, dysmenorrhea, pain, product and patient information, lab data, historical condition are added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C06523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included miscarriage in 2012. No adenomyosis or leiomyomata. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included menses irregular, tobacco abuse, urinary incontinence, ovarian cyst and dehydration. Concomitant products included ibuprofen, nuvaring, oxycocet (percocet) and vicodin (norco). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced complication associated with device ("device complications"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the complication associated with device, vaginal haemorrhage, dysmenorrhoea, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, complication associated with device, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: essure visible concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.